Manufacturer narrative:
Updated lot information.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to corrosion at the cocr modular neck and titanium stem, elevated cobalt ions levels and loosening of the acetabular component.